Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains in use and the controller status is unknown. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed a motor start event recorded on 17/feb/2024 at 20:20:53, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller power up events with an associated motor start event were logged on 10/sep/2024 at 12:02:25 and 12:12:16. Various parameters, including time, patient ID, and pump ID, were programmed between the power-up events, indicating that the power-up events occurred during a controller exchange. Additionally, log file analysis revealed a gradual increase in power consumption and estimated flows beginning on (B)(6) 2024, leading to parameters above normal operating range, followed by a sharp increase in power consumption and estimated flows on (B)(6) 2024. Review of the alarm log file revealed two hundred and three (203) high watt alarms were logged since (B)(6) 2024. Of note, information provided by the site indicated that the patient was treated with a heparin drip and integrilin. As a result, the reported high power and atypical motor start parameters were confirmed; however, the reported low flow event could not be confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient expired after experiencing thrombus and stroke-like symptoms; however, the patient's cause of death was not provided. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the power increased to over 16w, and rising despite the heparin and integrilin drip. It was decided to discharge the patient home on hospice care with the low flow alarm set to 1 and the high watt alarm set to 25w. The patient was not a candidate for transplant orvad exchange. The family and hospice nurse were educated on how to shut down the controller. It was further reported that the vad clot continued to escalate until patient started to have stroke-like symptoms and expired soon thereafter.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed a motor start event recorded on (B)(6)2024 at 20:20:53, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller power up events with an associated motor start event were logged on (B)(6)2024 at 12:02:25 and 12:12:16. Various parameters, including time, patient ID, and pump ID, were programmed between the power-up events, indicating that the power-ups occurred during a controller exchange. Additionally, log file analysis revealed a gradual increase in power consumption and estimated flows beginning on (B)(6)2024, leading to parameters above normal operating range, followed by a sharp increase in power consumption and estimated flows on (B)(6)2024. Review of the alarm log file revealed two hundred and three (203) high watt alarms were logged since (B)(6)2024. Of note, information provided by the site indicated that the patient was treated with a heparin drip and integrelin. As a result, the atypical motor start parameters event and high-power events were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: product ID: 1420-controller 2.0 / serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 32-jan-2025 / serial#: con427349 d9: no h3: no h4: mfg date: 03-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient arrived at the clinic with complaints of high-watt alarms, dizziness, and tea-colored urine. There was an increase in lactate dehydrogenase (ldh) from baseline and upon review of logfiles, it showed an increase in power from 4w at baseline to about 9w, due to thrombus. The patient international normalized ratio (inr) was 2.3. It was noted that the patient was compliant with their anticoagulation therapy, and always therapeutic on their inr. The patient takes 6mg of warfarin at home. It was also noted that the patient had a controller exchange within normal range, and that there was a motor start event with parameters outside of the typical range. The patient was started on a heparin drip and integrilin. Overnight the power dropped down to about 6w, and in the morning started to increase again. A decision to wait and see if the thrombus resolves vs vad exchange was being discussed. The patient was asymptomatic and feeling well. The vad remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.